Manufacturer narrative:
Follow up #1: correction: incident description: a complaint documented later the same day from this reporter indicated that the vibratory alert system was intermittent as well. The reporter confirmed that the pump alert settings were programmed correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump powered on with audio and vibratory alerts functioning per specification.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging intermittent audible tones on the pump. The reporter confirmed that the pump vibratory alerts were still working appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 02/11/2014 with the following findings: the complaint was unable to be duplicated with investigation. The pump powered on with audio tones functioning per specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.